Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 2.00mm x 20mm maverick balloon catheter. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and the balloon. The balloon was loosely folded. There was a pinhole in the balloon located 1mm distal form the proximal end of the markerband. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 2.00mm x 20mm maverick balloon catheter. There were no patient complications reported and the patient condition was good.